Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling adhesive was a defect caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer a leak from the universal cord of endoeye flex deflectable videoscope. The device was returned, and olympus repair center identified the adhesive around the objective lens is peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of leaking from the universal cord was confirmed. Due to a pinhole on the universal cord, water tightness was lost. The following additional findings were also noted: bending angle in up direction does not meet standard value, assorted scratches, crack on the video connector case, damage on the lock engagement lever, and chipped adhesive on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.